Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative sample was returned for evaluation. The sample was visually and functionally tested for strength and the sample met the requirements.

Event description:
It was reported that the patient underwent femoral bypass on (B)(6) 2014 and suture was used. Approximately 20 minutes following the procedure, the patient experienced bleeding and suture breakage in the intermediate section. The patient underwent a surgical procedure for intervention. No additional information was provided.